Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device service records found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely there was no output due to a faulty circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, gyrus, pk-sp generator, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there is no output due to a faulty circuit board. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus, and it was observed that there is no output, this complaint is most likely the result of a faulty circuit board. During testing and inspection, the following was also found: minor scratches on the housing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.